Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the 3.5x23 mm xience xpedition stent was implanted in the 95% stenosed mid left anterior descending coronary artery (lad). On (B)(6) 2014, the patient was hospitalized with chest pain. Coronary angiography, on (B)(6) 2014 noted that the implanted xience xpedition stent in lad was patent and was free of stenosis within 5 mm of the stent. In (B)(6) 2017, the patient was hospitalized with chest tightness. Electrocardiogram and blood tests found no myocardial infarction. Coronary angiography was not performed. Medication was provided. The investigator suspected the patient had angina pectoris and was unable to determine if this event was related to the study stent and procedure. No additional information was provided.